Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). D6: not implanted. D7: not explanted. D11: catalog#: 3505-6540 6.5x40mm path nxt cann pa scr lot#: 88mw qty: 1; catalog#: 3301-1 sequoia closure top lot#: aas qty: 2; catalog#: 3301-1 sequoia closure top lot#: aax qty: 7. The following sections were updated/corrected updated: b4, b5, d10, d11, g4, g7, h2, h3, h4, h6, h10; corrected: d6, d7. The event is confirmed with product received. Upon inspection, the closure tops showed bent threads and did not function as intended. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00434 to 3012447612-2020-00444.

Event description:
It was reported a screw was removed and replaced after ten set screws were stripped in the pedicle screw tulip head. An alternate screw and set screw were used to complete the case with no reported patient harm. This is report four of eleven for this event.